Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display became unreadable. Reportedly, the right side of the touchscreen displays multiple colored spots. Customer's blood glucose level was not impacted. Contact stated that the customer has back up manual injections and pens.